Manufacturer narrative:
According to the reporter, there was a plunger shear with (1) 4010-03-09-t3. The incident occurred during an ultrasound biopsy using mammotome revolve. Marker was deployed, rotated 180 degrees, and removed both probe and applicator at the same time. However, upon reaching the skin surface, part of the spring was noticed. The doctor had to cut part of the spring with the distal end of the cutter for it to release. The radiologist informed the patient of the 3-4 mm retained foreign body. The patient is aware that if the biopsy is benign, then she will need surgery to get the spring removed. No other complications. No patient symptoms. The probe and applicator have been discarded. Currently awaiting images. The procedure was completed. No patient symptoms. No patient complications were noted. To date, the latest information received has been that the patient has not received any follow-up/intervention. The device was not returned. The most likely root cause was determined to be customer failure to follow instructions for use. The instructions for use for this device states: "the marker applicator may be sheared off resulting in a piece left behind in the patient. The probability of a tip shear may increase as a result of: · removing or rotating the marker applicator independently from the probe." And "remove the hydromark¿ applicator and the mammotome® revolve¿ biopsy probe together as a single unit from the site". Although no patient/user serious injury occurred, we are reporting this event as this failure mode has been reported in the past.

Event description:
According to the reporter, there was a plunger shear with (1) 4010-03-09-t3. The incident occurred during an ultrasound biopsy using mammotome revolve. Marker was deployed, rotated 180 degrees, and removed both probe and applicator at the same time. However, upon reaching the skin surface, part of the spring was noticed. The doctor had to cut part of the spring with the distal end of the cutter for it to release. The radiologist informed the patient of the 3-4 mm retained foreign body. The patient is aware that if the biopsy is benign, then she will need surgery to get the spring removed. No other complications. No patient symptoms. The probe and applicator have been discarded. Currently awaiting images. The procedure was completed. No patient symptoms. No patient complications were noted.